Event description:
It was reported a patient with a perimount valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. Patient presented with heart failure. Tmvr was performed with a 26mm 9750tfx transcatheter valve. Patient stable.

Manufacturer narrative:
Added information to b5. Attempts to retrieve additional information was unsuccessful. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported a patient with a perimount valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. Tmvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.